Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0338 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported patients use PICC catheters for chemotherapy, and maintenance is performed once a week. During maintenance in the outpatient operating room at 10 am on (B)(6) 2021, blood returning from the pipeline was found at 10:03, causing blockage of the uterine cavity. After communicating with the head nurse of the nail breast surgery department at 10:05, the patient returned to the ward with urokinase thrombolysis and flushing. The flushing was successful at 6:10 pm.